Event description:
Customer was not satisfied with cellularity of cellient blocks with known tumor. Upon discussion, the physician pointed out his concerns and disappointment with our equipment. He said that when he has a sample with a lot of material he has problems in obtaining good results with cellient. He also expressed concern because usually the type of pts that come with this sample are the ones with a had clinical picture meaning that the probability of finding cancer is extremely high. He said that our filter did not have the capability to process enough material to make him comfortable or make a diagnosis on any pt that has a serious tumor. He ran a cell block through cellient on different occasions and then used the remainder of the material to run a normal cell block. The results are better using the normal procedure rather than when using cellient. He feels that the cellient equipment is great for thyroid fna or for any applications that have little material on it. The sample he ran on the equipment was liquid. He also showed three to five slides prepared on cellient where the sample tissue after the process did not come as a full circle on the slide. It has less than a full circular formation and others look like a half moon.